Event description:
It was reported that during a coronary artery bypass surgery the physician suspects they may have nicked the right atrial (ra) lead. It was noted that there is loss of capture when programmed at maximum outputs. Additionally, the p-waves have dropped and pacing impedances went from 532 ohms to 636 ohms. The device was re-programmed and there was an improvement. Subsequently, this lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported.